Event description:
Customer's mother reported hospitalization due to high blood glucose. Caller stated that the insulin pump was not delivering insulin. The blood glucose reading at the time of the event was over 600 mg/dl. Caller stated that the insulin pump alarmed no delivery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.